Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth and pain at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration unknown). The patient continues to be clinically managed by their healthcare provider.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2017, in order to exise the excess skin at the abutment site. The implanted device remains insitu.